Manufacturer narrative:
H10: the reported problem was investigated via an onsite investigation by a field service engineer fse. According to the customers problem description the patient was being transferred from the or (operating room) when the issue occurred. The monitoring of the patient in the operating room began at (B)(6) 2020 at 21.00. The x2 was connected to an mx700 at the time. Later at 5.10 on the (B)(6) 2020 the patient was disconnected from the mx700 so they could be transferred to the ccu (coronary care unit). The x2 was being used in standalone mode for this transfer. It was reported that the display was lost for approximately 5 minutes during the transfer. It was noted by the customer that the trend data stopped at this time also (B)(6) 2021 05.12. When the x2 was finally restarted it was then noticed that the patient was in need of CPR (cardiopulmonary resuscitation). The fse who visited the site afterward checked the log files and found no error. They tested the device and everything was normal. The cause was that the battery level was too low and that is why the x2 lost its display. The fse educated the customer on the importance of checking battery levels before use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. There is currently insufficient information available to confirm the nature of the alleged serious injury (patient required CPR), and the relationship to the complaint device.

Event description:
The customer reported that their x2 lost its display for about five minutes and the device could not be restarted during that time. When the x2 was restarted, the nurses determined that the patient needed cardiopulmonary resuscitation (CPR)